Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was 232 mg/dl. Customer stated they just refilling pump and I noticed that the insulin leaks where they put them in the reservoir. Customer stated the location of leak was at past second o ring. Customer reports fluid in the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test per follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm insulin pump. Conclusion: reservoir not leaks.